Event description:
It is reported that the device was implanted in 2008 and revised approx six months later, due to the nail breaking.

Manufacturer narrative:
This report will be amended when our investigation is complete.